Event description:
I had essure in (B)(4). Right after surgery I passed out coming out of anesthesia...I've had several surgeries in the past have never had that issue before (surgeries include pain in my collar bone, lap band, wisdom teeth). I didn't think anything of it probably until all these other factors came into place I would not have either. Nevertheless, I bled for about the first 3 months straight. I was told it should last a couple of weeks but that didn't happen. I finally stopped bleeding. Shortly after I started having night sweats which I thought was completely odd because I always have a blanket no matter what degree it is outside, I live in (B)(6) where it's hotter than hot. I didn't really do anything about it just thought it was a fluke. I'm going to be turning (B)(6) this year just thought it was that. I have never had health problems in my life besides being overweight which I had lap band surgery over 9 years ago and have kept off over 100 pounds so I have always been really healthy. I then started having sharp pains in my vagina for no reason. I would tell my husband but again, didn't think anything of it. I started having issues with intercourse as it hurts for me to be in the act of. Extremely painful. I've been with my husband for 10 years and this by far has never been a problem. I then realized my chest was breaking out with pimples everywhere. My husband would inspect my body. I finally decided one day to google these side affects as they don't make since. While I was googling I had terrible stomach pains which continued for days and finally went away. I finally found a facebook website called essure problems. Never did I think this could be the problem; however, it's the only answer. Since then I have had severe stomach pains, bacterial vaginosis (not sure on spelling) bv, extreme back pain, headaches and all day every day I experience these issues. I wish I would have never had these placed in me especially since I never had health problems until now.